Event description:
According to the reporter, during a laparoscopic gastric bypass, while at the anastomosis, the needle fell into the cavity of the patient. They used an instrument to retrieve the needle then they used another reload to complete the case. The patient was alive with no injury.